Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Subsequently, it was reported that multiple minimum fill notifications occurred after filling the cartridges with 250 units of insulin. Customer's blood glucose level ranged from 252 mg/dl to 256 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged minimum fill issue was verified. Based on analysis, the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified.